Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replicated the error when moving the universal surgical manipulator (usm). The fse replaced the proximal setup joint (suj) harness cable. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a recoverable error on universal surgical manipulator (usm) arm 3 was observed when the set-up joint (suj) was adjusted. The customer performed a hard power cycle; however, the issue persisted. The system logs indicate a pot comparisons error. The procedure was completed with no reported injury.